Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 46 months ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the pt was being evaluated for kidney stones, when it was noted that the aneurx bifurcated stent graft had migrated distally and was found to be 30 mm below the renal arteries with a proximal type I endoleak evident. The aortic neck had 30 to 40 degree angulation with a diameter of 27 mm proximally and 28 mm distally. The stent graft migration was attributed to disease progression and aortic neck dilatation. The physician elected to implant two 32 mm endurant cuffs, which successfully resolved to the endoleak and migration. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: graft migration, endoleak. Results/conclusions: disease progression and aortic neck dilatation.